Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. Due to the nature of the provided sample no further testing could be performed. Therefore the cause of the condition could not be determined; however, the most probable cause is due to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue mainbody of a minicap extended life pd transfer set. This issue was observed when disconnecting from the patient line during peritoneal dialysis therapy. As a result, forceps were used to disconnect the transfer set from the patient line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.